Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 115 mg/dl. The customer stated unable to use reservoir because of an air bubbles . The customer was advised to return the reservoir for analysis. The customer was advised that the product would be replaced.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. The reservoirs passed per inspection, and no air bubbles were found during analysis. Also, checked the o-ring for defects and none were found.